Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported after bandage contact lens (bcl) removal a patient was driving home and called with complaints of irritation, discomfort, tearing and blurry vision. This occurred five days post photo refractive keratectomy (prk). Upon follow up, bandage contact lens was replaced and patient continues to be seen for follow up visits.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).